Event description:
A mammosite radiation therapy system was installed in patient and balloon was tested prior to implantation for integrity and symmetry and the procedure was carried out without problems. Upon evaluation of the balloon placement with CT scan, radiation therapy questioned if there was a problem with the balloon catheter. After discussion with many parties and consulting cytyc it was decided to replace the catheter. Catheter was sent to cytyc for evaluation.